Event description:
On (B)(6) 2012, variax dr xxl operation was performed. An 18 mm locking screw broke during insertion. The screw was left in the bone because the surgeon could not extract the screw. In the next hole, during insertion of 16 mm locking screw, the screw deformed. Surgeon extracted the deformed screw. Then he over drilled with 2.3 mm drill and inserted another screw. At the last one, during final locking, a 16 mm bone screw broke. The screw was left in bone because the surgeon could not extract the screw.

Manufacturer narrative:
Investigation in progress, but not yet complete.